Manufacturer narrative:
Batch review performed on 26-jun-2025: lot 2417035: (B)(4) items manufactured and released on 26-09-2024 expiration date: 12-09-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. The similar event was on the same device; patient underwent revision surgery for dilocation but just the liner was revised. Additional device involved: batch review performed on 26-jun-2025: review for reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot 2429756: (B)(4) items manufactured and released on 10-02-2025 expiration date: 26-01-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision 2 months after the primary surgery during follow-up because of dislocation. The patient reported no pain. The surgeon revised the reverse- to a hemi-shoulder. These events are normal originated by the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Shoulder luxation detected two months after the primary surgery during follow-up. The patient reported no pain. The surgeon revised the reverse- to a hemi-shoulder. The surgery was completed successfully.